Event description:
The customer reported the backup battery not charging when plugged into ac power. No patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).